Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient's system was explanted due to infection. Endocarditis, bacteremia, and vegetation were observed on the lead. Patient' condition was stable.

Manufacturer narrative:
Additional information: analysis was normal. No anomaly was found.